Event description:
It was reported that a surgical procedure was performed to remove one of the cylinders of this inflatable penile prosthesis (ipp) due to corporal erosion. A malleable prosthesis cylinder was implanted to hold the space while the patient healed. No further patient complications were reported.